Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, bone and a fracture at the collar. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the product experience report (per) was clenching. The reported device location was located on tooth #14 and was used for approximately 7 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant platform was fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant platform was fractured. The implant was subsequently removed.